Manufacturer narrative:
(B)(4). The customer reported the device powered off. There is no report of indication of pt involvement. The device was evaluated by a phillips representative. An error 40 was noted in the device log. The control pca and the power pca were replaced to resolve the reported symptom. The device then passed all required testing and remains at the customer site for use. We are unable to determine the cause of the malfunctions as multiple parts were replaced.

Event description:
The customer reported the device powered off. These is no report of indication of pt involvement.